Event description:
It was reported that during device change out for eri externalized conductors were observed on the rv lead. The lead was capped and replaced on (B)(6) 2017. The patient was stable during and after the procedure.